Event description:
Related to MFR report # 2183959-2012-02242. It was reported by plaintiff's attorney that the plaintiff was implanted with a bioarc on or about (B)(6) 2009 and another device on (B)(6) 2009 and with another manufacturer's product on (B)(6) 2010 to treat stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced severe and permanent bodily injuries and significant mental and physical pain and suffering.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.